Event description:
It was reported that the pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Noise and oversensing occurred after the lss, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. It was noted there was no capture in the bipolar configuration. A fracture was suspected. The rv lead was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed a fracture of the outer coil approximately 14 cm from the terminal pin. Electrical testing verified the lead was not electrically continuous. Additionally, an x-ray of the lead provided visual confirmation of the fracture and verified that the inner coil was not fractured. Based on the location and type of damage, this lead was most likely fractured due cyclic fatigue; the fracture site was likely located at the edge of the suture sleeve. The reported loss of capture, high impedance measurements, noise, oversensing, and pacing problems are likely the result of the lead damage observed by the laboratory.

Event description:
Additional information was received which indicated the rv lead was also pacing to fast. No additional adverse patient effects were reported.